Event description:
It was reported that the patient underwent a surgical procedure involving a rigicon removal and an inflatable penile prosthesis (ipp) implantation. There were no patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).